Event description:
A caller reported a cgm error 42 while using the g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the pump reset process, after which the error code did not reappear. The caller successfully started their sensor session.